Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with the non-fasting result of 317mg/dl. The expected non-fasting blood glucose test result range is 145 to 225mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. During the call on (B)(6) 2017, a back to back blood test was performed fasting by the customer and produced test results of 80 and 67mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 04/13/2018 and open vial date is 08/17/2017. The meter memory was reviewed for previous test result history: (B)(6). Customer complained of higher results.